Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that a catheter issue occurred, resulting in an aborted procedure. An opticross hd imaging catheter was selected for ultrasound examination for the target lesion. During pullback, no image was observed and the device was removed. After device removal, the catheter was examined and found to be bent toward the hub. The procedure was cancelled due to this event. There were no complications reported, and the patient has fully recovered.